Event description:
It was reported that a patient presented to the emergency room with inappropriate therapy from their implantable cardioverter defibrillator (ICD). Merlin on demand transmission revealed inappropriate shock due to rapid ventricular response on the ICD. The patient was treated with medication. The patient condition was stable.